Event description:
A paddle shaver instrument was broken during a lateral lumbar fusion surgery. The surgeon attempted to remove the head of the instrument from the disc space for approximately 30 minutes before electing to turn over the pt, create a new incision and retrieve the head of the instrument from the other side. The instrument was successfully removed from the pt after a 90 minute surgical delay.

Manufacturer narrative:
No device has been returned for eval.